Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Prep used: chloroprep. No dressing. Patient may have had previous exposure to adhesive. Patient is not hypersensitive cyanoacrylate or formaldehyde. Patient is not hypersensitive to pressure sensitive adhesive. No product is available for return.

Event description:
It was reported patient underwent rtlh,/robotic total laparoscopic hysterectomy bs, right oophorectomy, left ovarian cystectomy on (B)(6) 2021 and topical skin adhesive was used. Patient had rash and itching on abdomen improving with steroids. Treatment: medrol and keflex.